Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During aveir atrial lp implant, the device was fixed in multiple locations however poor current of injury, capture failure, low impedance and p-wave amplitude variation were noted. It was elected to abandon atrial lp implant on (B)(6) 2025. The patient was recovering.